Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was returned to stryker (pac) product assessment center for further evaluation. The reported issue was verified. The root cause of the reported issues was determined to the reed switch, sw5, component. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.